Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a burr detachment occurred. A 1.50 mm rotalink¿ burr was selected for use. During the procedure, the burr became detached inside the patient's body. Surgery was done to remove the detached portion of the device. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.